Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2016 with the following findings: the display screen had a pinkish contrast, but was still able to be read. The last basal delivery and the last bolus delivery were on (B)(6) 2016. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and the pump was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose that day ranged between 41-above 600 mg/dl with nausea and blurred vision. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported the pump's screen was dim and discolored. This complaint is being reported because the reported health event was attributed to a pump malfunction.